Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749. The brand name of the subject device is caravel mc, which is distributed as caravel in the us. Therefore, the brand name in d1 is caravel mc as indicated in the package label of the subject device. Accordingly, the model number in d4 is crv135-19m as indicated in the package label of the subject device instead of that of the device (crv135-19p) distributed in the us. The reported caravel mc microcatheter was returned for evaluation. The distal segment of the catheter tip was found torn off. The separated tip fragment was not returned. Microscopic observation of the returned microcatheter found that the torn site located at approximately 0.5mm from the tip end. Narrowed outer diameter and circumferential cracks were observed at the torn end, which are traces of ductile tearing. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and the investigation outcome, it was presumed that tensile stress generated with removal might have been locally applied on the tip of the caravel mc microcatheter while the catheter tip was trapped by the tortuous vessel or the calcified lesion. Consequently, the tip polymer was stretched and eventually torn off. It was concluded that this event was not attributed to product quality. Although it was reported that the separated tip fragment was retrieved, a possibility could not be completely ruled out that a portion of it might remain in the patient anatomy because the retrieved tip fragment was not returned. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) ~ this microcatheter must always be operated under high-resolution fluoroscopic guidance. Particular attention should be paid when inserting or withdrawing this microcatheter into or through stenotic areas, and narrower vessels than the microcatheter. (Abrasion may result in damage of this microcatheter. This may cause vascular injury and perforation.) [Malfunction and adverse effects] ~ separation.

Event description:
It was reported that a percutaneous transluminal angioplasty (pta) was performed for a moderately tortuous, moderately calcified 99% stenosis extending from the anterior tibial artery to the dorsalis pedis artery. When an asahi caravel mc microcatheter was advanced to lesion in the dorsalis pedis artery, it got stuck and the catheter tip was separated. After successful retrieval of the catheter fragment, the procedure was completed with a new caravel mc microcatheter. The patient was reportedly fine without any issues after the procedure.